Event description:
It was reported that during a da vinci s surgical procedure the tenaculum forceps instrument plastic part of the shaft near the tip was noted to be snapped. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument was broken at the proximal clevis to the main tube interface. The clevis was dislodged from the main tube as a result. Both the proximal clevis and the main tube were missing pieces. The instrument was built in 2006, prior to implementation of the metal proximal clevis. The evidence was inconclusive, but the breakage was likely due to overloading at the tip. Engineering also found main tube damage. The distal end of the main tube had various scratch marks with light material removal. The scratches were .100 - .195 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely caused by mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.